Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and the lowest bg recorded by continuous glucose monitor (cgm) data was 78 mg/dl. Cartridge change sequence was completed on (B)(6) 2019. User made bolus requests while still having insulin on board (iob). Compliant could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown. Orange juice and food were consumed to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.